Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, the resolution clip was used during a procedure and failed because the clip did not slide or move out of the plastic covered sheath, when the sister pushed the clip forward with the handle. The clip was not deployed and is still in the plastic sheath. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).